Manufacturer narrative:
Our fse investigated the ventilator on-site. No fault was found, the reported issue was not reproduced and no parts were replaced. The ventilator was returned to clinical use. Evaluation of the received logs show that the ventilation was started one day before the event date and was on-going one day after event date. On event date there are two periods with frequent alarms indicating a leakage situation or a patient disconnect situation. During situation causing alarms, the measured volume will be different than the set or the expected volume. The puc passed before and after the event and there are no technical alarms. Our conclusion is that there was no ventilator malfunction at the time of the event. The cause of the alarm has not been determined.

Event description:
(B)(4).

Manufacturer narrative:
As a result of an internal review, it was found that the manufacturer aware date was incorrectly reported due to a typo. This follow up serves to correct this error.

Event description:
Importer reference #:(B)(4). Manufacturer reference #: (B)(4).

Event description:
It was reported that "the ventilator total volume numbers off". The patient involvement is unknown. No further information has been provided. (B)(4).